Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose level was 40 mg/dl at the time of incident. Customer¿s current blood glucose was 261 mg/dl. Customer treated their low blood glucose with food and glucose tablets. Customer has been using insulin pump within 48 hours of reported low blood glucose. Customer was using auto mode feature at time of low blood glucose event. Customer reported auto mode feature was automatically delivering insulin at the time of low blood glucose event. The insulin pump will not be returned for analysis.